Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) unknown biomet 3i screw & one (1) unknown 3i certain prevail 4/54 x 11.5mm implant were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use , and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition was noted, and no per form was provided. Bone density type is unknown. The reported device was located on tooth site #12, and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device not returned

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant crown loosened in the patients mouth in site #12. Inherited patient. The office that placed the implant no longer has the system available. Tooth location not reported.